Manufacturer narrative:
Concomitant products: product ID: dtba,1d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated possible intermittent atrial undersensing during atrial arrhythmia episodes. In addition, a high threshold measurement was noted. The lead remains in use. No patient complications have been reported as a result of this event.